Event description:
It was reported that a patient underwent a dental procedure to on (B)(6) 2022 and suture was used. During the extraction of impacted teeth procedure, the doctor gave the patient local anesthesia and then turned over the flap of the incision. The separator separated the gums, exposed the embedded teeth, protruded the teeth, scratched the alveolar fossa, repaired the alveolar fossa, and sutured the extraction fossa wound with suture. During suturing, the suture was broken, changing to another one to continue the surgery, the same problem happened again. Changed another one in order to complete the surgery. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what was the procedure name? Extraction of impacted teeth. Was there any adverse consequence associated with the patient? No. The following information was requested, but unavailable: what is the lot number? Event related to mw# 2210968-2022-09166. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.